Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). It was noted that there were atrial tachy response (atr) episodes that showed noisy signals due to the unipolar configuration. Additionally, there was a signal artifact monitor (sam) episode. The patient was seen in the clinic, and it was stated that there was an outer conductor fracture on the lead. The lead was reprogrammed back to bipolar where there was no capture at max outputs. As a result, the lead was reprogrammed back to unipolar. It was noted that there were no immediate plans to revise the lead. The lead remains in use. No adverse patient effects were reported.